Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported link detachment was confirmed. Based on visual inspection of the returned device, there is no indication of a product deficiency. The most probable cause for this event was determined to be most likely related to the operational context in the use of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device after a coronary diagnostic procedure. Reportedly, during plunger retraction a link break occurred. A second proglide was used to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.